Event description:
It was reported that the 9800 system displayed a "collimator cal required" and a "filament cal required" message at boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the batteries on the x-ray controller and cpu pcb. Reloaded rut data files. The system was tested and found to be working as intended and placed back into service.